Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/03/2014 for investigation. Investigation results as follows: visual inspection of the returned platform revealed damaged motor cover, encoder cover and head restraint brackets. The battery partition cover was also missing. The physical damages found during visual inspection are not related to the reported complaint of a user advisory (ua) 41 (patient temperature sensor failure) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in september of 2005). A review of the archive was performed and the reported complaint of a user advisory 41 (patient temperature sensor failure) was confirmed. The archive data shows that numerous ua 41 faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua41 fault was reproduced. The platform ran for a few minutes, then stopped and displayed ua 11 (max patient temperature exceeded) and ua 41 (patient temperature sensor failure) messages. It was found that the temperature sensor was at fault. Based on the investigation, the parts identified for replacement are the temperature sensor, the motor cover, the encoder cover, head restraint brackets and the battery partition cover. In summary, the reported complaint of a user advisory 41 (patient temperature sensor failure) was confirmed based on the archive review and during functional testing. The fault was found to be due to a defective temperature sensor. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the temperature sensor and the damaged parts, the platform passed all testing criteria.